Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a charge time exceeded message. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.